Manufacturer narrative:
Date of event is estimated.

Event description:
Related manufacturer report number: 3006705815-2023-05617. It was reported that the patient's ipg was inoperable and one of their leads had migrated. As a result the patient did not have effective therapy. Surgical intervention was undertaken to replace the lead and ipg. Effective therapy was established postoperatively. The allegation is against 1 of 2 leads; however, it is unknown which lead, therefore, all potential components are being listed. Additional components potentially involved in the event include: common device name: scs octrode, model: 3186, UDI: (B)(4). Serial: (B)(6), batch: a000028059.

Manufacturer narrative:
The results of the investigation are inconclusive as the device was not returned for evaluation. Based on the information received, a single definitive root cause for the issue encountered was unable to be conclusively determined.